Event description:
Allegedly, the patient was gardening when he heard the neck fractured.

Manufacturer narrative:
Age of device: less than one year. Investigation is not complete. Product has not been returned. The event device code is addressed in the package insert. The user facility has advised they will not submit a medwatch 3500a. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-000268 and 000269.